Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced left sided pain that was worsening, nausea and loose bowels. Patient was sent to ER and was hospitalized on (B)(6) 2018. Patient had surgery due to a ruptured bowel. The peg-j tube was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received. The patient's wife reported that the patient was no longer on duopa due to the peg-j tube was not being put in properly. Reportedly, patient was getting air in his stomach and it perforated. The patient was rushed to the hospital and was still there. There was no plan to replace the peg-j tube. Though requested, no additional information regarding clarification of event was received.